Event description:
An incompatible issue was reported with the adc device in use with a nokia phone (unknown model) with unknown android operating system. It was reported, the customer's mobile device was incompatible with the freestyle libre link application. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of diabetic ketoacidosis (dka) and had loss of consciousness. The customer was unable to self-treat and was seen at a hospital where they were treated with unspecified injections and intravenously fluids for treatment of dka. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported incompatible operating system. Attempted to replicate the customer's complaint using similar configurations samsung galaxy note 10, android 12, 2.8.4.9335 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incompatible issue was reported with the adc device in use with a nokia phone (unknown model) with unknown android operating system. It was reported, the customer's mobile device was incompatible with the freestyle libre link application. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of diabetic ketoacidosis (dka) and had loss of consciousness. The customer was unable to self-treat and was seen at a hospital where they were treated with unspecified injections and intravenously fluids for treatment of dka. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.